Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report : 1221359-2021-01017.

Event description:
The customer reported a total of (22) false positive results with the idnow covid-19 assay for multiple patients performed on (B)(6) 2021 using two (2) kit lots. This MFR. Report addresses lot 1 of 2. The customer reported (14) false positive results with the first lot of the idnow covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab. There were eleven total patients that were tested twice on seven kits from this lot. The nasal provided in the kit was used in both nostrils. Repeat testing using ID now covid-19 was performed at a different clinic and negative results were obtained. Pcr confirmation testing (pcr test name was not provided) was also performed and obtained negative results. The customer stated the patients had no symptoms, no other patient specific information was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to repot the investigation conclusion. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1019657 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019657, test base part number 190-430 / lot: 1019657. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019657 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.